Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited no image. This issue occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. Corrected fields: b3, h4. The device was not returned to olympus for inspection, and the reported failure was confirmed through remote troubleshooting by the technical assistance center (tac). A root cause could not be identified. Based on the investigation, it is likely that the following led to the malfunction: the serial digital interface cable from the processor's output was not connected to the monitor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.